Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2021-01049 was provided in sections b5, d6, and h6. This file is being submitted as part of a retrospective review of historical records.

Event description:
Additional information noted that the patient had also experienced thrombogenic complications (non-central nervous system).

Manufacturer narrative:
The impella 2.5 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) female patient had impella 2.5 pump inserted in the right axillary for high-risk percutaneous coronary intervention (hrpci). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that part of the 13fr peel away sheath had an issue, causing vascular damage (access site) and bleeding at the patients femoral access site, for which blood products were given along with catecholamine. Insertion site was then switched from femoral to axillary. After surgical insertion of impella from the right subclavian artery, ischemia of the right upper limb was observed. The physician stated that limb¿s color wasn¿t very good when the patient arrived in the ICU. No further information was provided.